Event description:
The facility contacted baxter customer service to report a system 1000 instrument that showed an ultrafiltration rate of 11.5 removed from the pt after 20 minutes of treatment. Baxter customer service advised the caller to end the treatment and replace the uf controller pcb with an eprom, and then to recalibrate the uf accuracy per the operator's manual. No pt injury or medical intervention was reported in association with this incident.